Manufacturer narrative:
Quality control was acceptable on the date of patient testing. The field service engineer discovered the sample pipettor seal was missing. He replaced the sample pipettor seal, and flushed the sample line and the reagent line. He performed precision testing with acceptable results. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter complained of a discrepant low elecsys troponin t stat assay result on a cobas 6000 e 601 module. The customer provided questionable data for one patient. The initial result was reported outside the laboratory. The initial result was questioned by the physician due to the result not matching the patient¿s history. The customer performed repeat testing on the patient's sample and the repeat result was determined to be correct. At 2:33 am, the initial troponin result was 18.88 ng/ml, and the repeat result at 4:30 am was 73.82 ng/ml. Troponin reagent lot number and expiration date were requested but not provided.